Event description:
It was reported that a minimum fill notification occurred. There was no adverse impact to the customer's blood glucose level. The customer initially attempted to load a new cartridge but faced issues with the process. Technical support instructed the customer to perform several steps, including adding insulin to the cartridge and cleaning the pump's pneumatic tap area. Despite these efforts, the issue persisted until technical support guided the customer through loading a new cartridge onto the pump using the proper technique, which finally resolved the issue. The customer was able to successfully load a cartridge and resume insulin delivery.